Event description:
Caller reported potential false positive troponin I (tni) results for one pt when testing on triage cardio profiler test compared to test results on beckman. Male pt of unk age went to a neighboring hospital ((B)(6)) early yesterday complaining of chest pain. Tni was run there in the lab on beckman instrument. Pt was released - diagnosis could not be obtained. Later yesterday pt was still experiencing chest pain and came to this center ((B)(6)). Sample(s) were run on triage and then in the lab.

Manufacturer narrative:
Investigation pending.